Event description:
The facility reported an infuso.r. Pump with "not working properly". The process step for this event is unknown. However, it is known to have occurred in the surgery center. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of "not working properly" was confirmed during device evaluation as a function switch pcb problem. The cause of the problem was a defective switch printed circuit board (pcb) causing the function switch to appear broken as it could not be turned from bolus. No repairs were performed for the reported condition because the device was removed from service.